Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. Additional information was requested and the following was obtained. The staple was stuck on pulmonary artery instead of aorta. The staple on the tip of the jaw was malformed. How much blood was lost (ml)? The sale rep tried to get the additional information, but the detailed information was not provided. Did the patient require a transfusion? The sale rep tried to get the additional information, but the detailed information was not provided. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status and condition? The patient is stable.

Event description:
It was reported that during a lobectomy, there was a staple that malformed. The staple got through the aorta and bleeding occurred. Taco-seal was used to hemostasis. The bronchus was not that thick. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4), date sent: 7/6/2023, d4: batch # unk. Additional information was requested, and the following was obtained: how much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Qty to be returned of ip-01757805:1 = 0 qty to be returned of ip-01757804:1 = 0 investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.